Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump is not vibrating like before. The pump was not available for review. There is no reported adverse event with this complaint. This report is made based on the allegation of the vibration issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014 device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the vibration feature functions properly. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.